Event description:
It was reported that after successful implantation of a bifurcated device, two suprarenal aortic extensions, and four limb extensions, a computed tomography scan revealed a distal type I endoleak. Reportedly, the patient was treated with an additional limb extension (on (B)(6) 2013), which successfully corrected the endoleak. It was reported the patient tolerated secondary procedure well. It was reported that the patient died of causes that are currently unknown.

Event description:
It was reported that approximately two months post-implant the patient died of causes that are currently unknown. Reportedly, following the successful implant of a bifurcated device, two suprarenal aortic extensions, and four limb extensions, a computed tomography scan revealed a distal type I endoleak on the right common iliac of the limb extension. Reportedly, the patient was treated with an additional limb extension, which successfully corrected the endoleak. It was reported the patient tolerated the implant procedure well and was discharge home. Reportedly, seven days later the patient expired at home.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.

Manufacturer narrative:
(B)(4). Actual device was not returned hence no device evaluation was performed. However, medical records were reviewed by medical director and no root cause could be determined and device was not determine to cause or contribute to patient death. A review of lot records, work orders and prior reports no issues were noted. The device instruction for use lists endoleaks, aneurysm rupture, and death, under potential adverse event.